Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not communicating and displayed error as device required storage space recovery. A field service engineer (fse) logged in and confirmed the failures, disconnected the smart remote manager (srm), and rebooted the station. The fse replaced the external pyxibus cable to the srm and reconnected it, then tested multiple times with no failures initially; however, the issue reoccurred. The fse then replaced the pyxibus cable between the main cabinet and auxiliary cabinet. The customer tested the main cabinet drawers, auxiliary cabinet, srm, and auxiliary tower, and confirmed all components were functioning, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not communicated and require storage space recovery. User unable to access the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.